Event description:
It was reported to a 3rd party service agent that the customer's device would power off, beep and then reset itself, by itself. This behavior could delay or prevent defibrillation from being delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
The third party service agent has evaluated the device and was unable to verify or duplicate the reported power/reset issue. The service agent performed unrelated repairs and observed proper device operation through functional and performance testing. The device has been returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The device will be returned to the 3rd party service agent for evaluation. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.